Event description:
It was reported that the patient had received a shock for t-wave oversensing (twos) earlier this year and programming was conducted to extend the number of intervals to detect. The patient again received a shock for twos. Programming to adjust and the ventricular sensitivity was completed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.